Event description:
On (B)(6) 2015, the patient was implanted with an scs system. During the procedure, the doctor experienced difficulty implanting the lead due to scar tissue being present. Post-op, the patient began to experience muscle spasms in the groin and abdominal area. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's scs system was explanted.